Event description:
It was reported that customer experienced cartridge fill estimate issues in which pump initially detected correct insulin amount but then fluctuated and displayed an incorrect value. There was no reported impact to the customer¿s blood glucose level. Customer was contacted by technical support, a voicemail was left, a final follow-up attempt was performed via email, and case was closed with no additional information received regarding the outcome of the event.